Event description:
It was reported that (1) tct75 was used during a bowel resection procedure. It was reported by the rep that upon firing the unit, the staples were formed and ejected from the staple housing unit: however, the blade apparently jammed while proceeding forward. There was no consequence to the pt and another tct75 was opened and used to complete the case. There was no consequence to the pt.